Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. A lead replacement will be scheduled. The device was reprogrammed until the lead replacement. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The lead was not returned for analysis as it remains implanted in the patient; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review performed for the reliance ez device confirmed that the event of shock impedance high out of range is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the reliance ez device is acceptable.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. A lead replacement will be scheduled. The device was reprogrammed until the lead replacement. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. A lead replacement will be scheduled. The device was reprogrammed until the lead replacement. The lead remains in use. No adverse patient effects were reported.